Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that there was a black spot on the insulin pump screen and it was getting larger and larger and they can not see the whole screen. The customer also stated that the screen had a black ball on it. The insulin pump was exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with missing segment or partial display due to bleeding lcd glass. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the missing segment/partial display. No moisture damage on electronic assembly during visual inspection. Device had cracked battery tube threads, cracked case (battery tube). The device p-cap or test reservoir locks in place properly.